Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump molded clamp, and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 14400 ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, catch-post hipot test, patient hipot test, current leakage test, voltage calibration checks, load cell verification, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. There were visual indications of an insect infestation on the bottom cover under the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, fresenius became aware this 79-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while undergoing ccpd therapy on (B)(6) 2022. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient sustained a severe fall at home on (B)(6) 2022 (mid-day) and was hospitalized with multiple fractures of the back. The patient reportedly underwent multiple surgeries and was recovering on a medical/surgical unit when they suffered a cardiac arrest during ccpd therapy on (B)(6) 2022. The patient became bradycardic (40 bpm) during treatment (dwell phase 2), after which the patient arrested. Cardiopulmonary resuscitative measures were undertaken; however, the patient was pronounced dead approximately 1-hour later. The pdrn stated the patient¿s cardiac arrest and death were unrelated to the patient¿s use of any fresenius device(s) and/or product(s). The patient reportedly had an extensive cardiac history and was unable to tolerate stenting given their cardiac comorbidities. The pdrn stated the patient¿s death certificate, end stage renal dialysis (esrd) death notification, and discharge summary are unavailable due to the patient¿s electronic medical record being closed. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s serious adverse events of cardiac arrest and death. The patient¿s primary peritoneal dialysis registered nurse (pdrn) confirmed the patient was undergoing ccpd therapy when they arrested. The definitive etiology of the events is unknown; therefore, causality cannot firmly be established. However, the pdrn attributed causality to the patient¿s poor cardiac health. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., esrd death notification, death certificate, treatment data) and no manufacturer evaluation of the suspect device, the liberty select cycler cannot be excluded from having a possible contributory role in the events.